Manufacturer narrative:
The device was not returned for eval and investigation. A lot number was not provided; therefore, we are unable to review the device history record. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Refer to user facility report# (B)(4) for initial report. Additional info received on 01/30/2015. According to the health care professional, the distal plastic connector portion of the endotracheal tube that connects to the closed suction catheter broke when they were attempting to remove the closed suction catheter. The broken piece that remained in the endotracheal tube was removed using a hemostat and replaced with another plastic connector from another endotracheal tube. The pt did not suffer any adverse effects or require medical intervention. Additional info received on 02/03/2015: according to the health care professional, the endotracheal tube was not a halyard health device, it was a covidien 8.0 mm endotracheal tube. The facility uses halyard health's 14fr t-piece closed suction catheter. The connection between the t-piece and the endotracheal tube was tight and difficult to remove. When they attempted to exchange the closed suction catheter for another, the connector in the covidien endotracheal tube broke, leaving a portion in the endotracheal tube and a portion in the closed suction catheter.